Manufacturer narrative:
The product was returned for investigation and the failure mode was confirmed. Alleged failure: shaver tip inside distal housing broke off in trochanteric space the failure(s) identified in the investigation is consistent with the complaint record. Based on the evaluation of this case the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during procedure. Per additional information received, all pieces were removed and the case was completed successfully.